Event description:
It was reported that the universal modular electric/battery double trigger handpiece had repeated failure of the power tool machine. There was hardly a sawing performance, it got stuck into the bones, and the battery was also changed without success. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted one the device has been returned and the investigation is complete.